Event description:
It was reported that the patient experienced irritation at the implant site which lead to an infection with discharge. The patient was treated with antibiotics (date not reported). Following treatment the symptoms reportedly resolved; however; the device was explanted on (B)(6) 2018 due to migration of the device.

Manufacturer narrative:
This report is submitted on 19 nov 2020.